Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 540 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the cannula did not insert into the infusion site. Symptoms reported include dehydration, dizzy, and could not walk. The patient was treated with insulin via IV (intravenous). The patient was released few hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.2. Cgm sensor type: g7.